Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a closurefast catheter, the customer reported the pt developed a dvt after having a closurefast procedure (B)(6). U/s 2 weeks later showed a dvt 90% into the deep saphenous femoral junction. Pt has been placed on anti-coagulants and within two weeks, dvt has receded to a 50% occlusion.